Event description:
It was reported that the patient's thermistor foley catheter inserted (B)(6) 2025. On (B)(6) 2025, pt's bladder temperature reading was between 5-20 degrees celsius, but temporal was 36.3 - 36.5 at the same time. Foley removed and replaced with a new thermistor foley catheter. Per additional information received via email on 04sep2025, it was reported that the temperature sensing foley catheter malfunctioned. They wanted to check whether the catheter was properly secured using a statlock device during its dwell time (B)(6). The reason was that the 3-way statlock included in the surestep tray has a recommended wear time of 7 days. It¿s important to note that neither cdc nor peter lougheed has any order history for the 3-way foley statlock (sku fol0105). If a statlock wasn't used¿or if a leg strap was used instead¿there¿s an increased risk of catheter piston-ing, migration, bending, and excessive tension. These factors can compromise the longevity and performance of the catheter and may contribute to early failure. Additionally, improper securement increases the risk of catheter-associated urinary tract infections (cautis). Manufacturer committed to ensuring our products meet your expectations. I¿ll be onsite tomorrow, (B)(6) and can retrieve the catheter to send it back to our headquarters for evaluation.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it states, visually inspect the product for any imperfections or surface deterioration prior to use. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's thermistor foley catheter inserted (B)(6) 2025. On (B)(6) 2025 patient's bladder temperature reading was between 5-20 degrees celsius, but temporal was 36.3 - 36.5 at the same time. Foley removed and replaced with a new thermistor foley catheter. Per additional information received via email on 04sep2025, it was reported that the temperature sensing foley catheter malfunctioned. They wanted to check whether the catheter was properly secured using a statlock device during its dwell time ((B)(6)). The reason was that the 3-way statlock included in the surestep tray has a recommended wear time of 7 days. It¿s important to note that neither cdc nor peter lougheed has any order history for the 3-way foley statlock (sku fol0105). If a statlock wasn¿t used¿or if a leg strap was used instead¿there¿s an increased risk of catheter piston-ing, migration, bending, and excessive tension. These factors can compromise the longevity and performance of the catheter and may contribute to early failure. Additionally, improper securement increases the risk of catheter-associated urinary tract infections (cautis). Manufacturer committed to ensuring our products meet your expectations. I¿ll be onsite tomorrow, friday, september 5th, and can retrieve the catheter to send it back to our headquarters for evaluation.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's thermistor foley catheter inserted (B)(6) 2025. On (B)(6) 2025 patient's bladder temperature reading was between 5-20 degrees celsius, but temporal was 36.3 - 36.5 at the same time. Foley removed and replaced with a new thermistor foley catheter